Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600mg/dl and treated with manual injections. Customer current blood glucose was unknown. Customer reported that event was resolved by changing complete set. Customer declined for troubleshooting. The product was not returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted.